Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty procedure . I received a depuy size 50 pinnacle sector acetabular component with gription and a size 3 standard offset tri-lock cementless femoral component with a size +1.5 neck and size 36 mm metal-on-metal bearing. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience debilitating pain, discomfort and soreness in my left groin and thigh, radiating through my left leg. I am unable to walk without the assistance of a walker. I experience severe pain when sitting, walking, or standing for periods of time. Diagnosis or reason for use: degenerative left hip.